Manufacturer narrative:
Device code 1670-remove, investigation conclusion code 61-added.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges. Reportedly, the customer re-used insulin from the previous cartridge. Tandem technical support educated the customer on insulin labeling. Customer's blood glucose level was 275 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.